Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A review of the DHR records confirms that there were no issues with the assembly of the lots (sub-assembly and top assembly), all rejects were accounted for during the DHR review. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombectomy, a 6.5mm x 45mm embotrap iii revascularization device (et309645, 22a143av) was used for the thrombus removal for acute ischemic stroke (ais) of ic top occlusion with using a combined technique. An unspecified balloon guiding catheter was delivered to the proximal internal carotid artery. A guidewire, a trak microcatheter and an unspecified aspiration catheter were delivered from the balloon guiding catheter. The guidewire and a microcatheter crossed the lesion and reached the m1 segment of the middle cerebral artery (mca). The embotrap iii (et) was deployed and removed. Removed a sr and the ac simultaneously while engaging and suctioning the ac. However, there was an intensive resistance felt inside the balloon guiding catheter and the complaint et iii was unable to be retracted. The balloon guiding catheter was deflated and the balloon guiding catheter, the aspiration catheter, and the sr were removed together. The devices were unable to be retracted into the sheath part this time. When the proximal et iii was slightly re-sheathed with the microcatheter (mc), the devices were able to be retracted into the sheath and removed outside the body. A long hard thrombus was removed. A continuous flush was done.

Manufacturer narrative:
Product complaint # ==> (B)(6) updated sections on this medwatch: b4, b5, g3, g6, h2 and h10. Section b5: additional information received indicated that there was no thrombus within the device during withdrawal difficulty. No pass was made with the embotrap ii device before the resistance issue occurred. The event did not result in thromboembolism. The withdrawal was performed as per the instructions for use (IFU). It is unknown if aspiration was applied. There was no vessel damage due to the event. No excessive force was applied to pull the device into the catheter for withdrawal. The concomitant devices functioned as expected. Section e1. Initial reporter phone: (B)(6) complaint conclusion: as reported by the field, during a mechanical thrombectomy, a 6.5mm x 45mm embotrap iii revascularization device (et309645, 22a143av) was used for the thrombus removal for acute ischemic stroke (ais) of ic top occlusion with using a combined technique. An unspecified balloon guiding catheter was delivered to the proximal internal carotid artery. A guidewire, a trak microcatheter and an unspecified aspiration catheter were delivered from the balloon guiding catheter. The guidewire and a microcatheter crossed the lesion and reached the m1 segment of the middle cerebral artery (mca). The embotrap iii (et) was deployed and removed. Removed a sr and the ac simultaneously while engaging and suctioning the ac. However, there was an intensive resistance felt inside the balloon guiding catheter and the complaint et iii was unable to be retracted. The balloon guiding catheter was deflated and the balloon guiding catheter, the aspiration catheter, and the sr were removed together. The devices were unable to be retracted into the sheath part this time. When the proximal et iii was slightly re-sheathed with the microcatheter (mc), the devices were able to be retracted into the sheath and removed outside the body. A long hard thrombus was removed. A continuous flush was done. Additional information received indicated that there was no thrombus within the device during withdrawal difficulty. No pass was made with the embotrap ii device before the resistance issue occurred. The event did not result in thromboembolism. The withdrawal was performed as per the instructions for use (IFU). It is unknown if aspiration was applied. There was no vessel damage due to the event. No excessive force was applied to pull the device into the catheter for withdrawal. The concomitant devices functioned as expected. The device was discarded; therefore, no further investigation can be performed. A review of the device history records confirms that there were no issues with the assembly of the lots (sub-assembly and top assembly), all rejects were accounted for during the DHR review. Withdrawal difficulty into the intermediate/guide catheter after deployment is a potential complication associated with the use of the embotrap ii revascularization device in endovascular mechanical thrombectomy. The embotrap instructions for use (IFU) warns the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. There are clinical, procedural factors, including vessel characteristics, severe tortuosity, clot burden/characteristics, device interaction, device selection, and operator technique that may have contributed to the event. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.